Event description:
Problem with guide catheter. Physician performing heart cath and 7fr jr4 guide inserted via 7fr sheath in pt's right femoral artery. Guide would not torque. Panned (x-ray) to groin and visualized that guide was twisted and was able to advance a .035 j-wire to remove the guide. Second 7fr jr4 guide was inserted and also became twisted but was unable to advance .035 wire to remove guide. Sheath and guide cath had to be removed later after the procedure was performed on the other side.